Event description:
It was reported that during central processing, a defect was noted in the tip resin part of the maryland bipolar forceps. There was no report of patient involvement. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the customer noted that the instrument was inspected before use. The pully cover was broken; however, the task being performed at the time of the malfunction is unknown. The instrument did not collide with any other instruments, and it is unknown if fragments fell into the patient. There were no patient demographics available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform a failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.